Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2013 due to pain, creaking, and lack of mobility. It was noted during the procedure there was presence of fluid, gray-stained tissue consistent with metallic debris, and somewhat vertically positioned cup. The cup, head and taper were removed and replaced with competitor product. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-00554-1 and 01314/1315).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2013 due to pain, creaking, and lack of mobility. It was noted during the procedure there was presence of gray-stained tissue consistent with metallic debris, thickened hypertrophic hip capsule with inflammatory joint fluid, osteophytes, fibrous tissue, no bony ingrowth, and a vertically positioned cup. The head and taper were removed and replaced. The cup was removed and replaced with competitor product. This report is based on allegations set forth in plaintiff&#38112;complaint and the allegations contained therein are unverified.